Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 7 cubie was failed to open. A field service engineer (fse) checked the station and found that drawer 7 failed to stay closed due to a latch issue. Inspected and replaced the latch inseparable, then ran diagnostics and tested. Customer recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5n1 aux 7 cubie drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.